Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii and seroma-late. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade ii. And seroma-late. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, as unidentified (tear) opening (shell thickness was within specification). Missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is not related to the device. Seroma: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Clarification to d.9., h.3., h.6.: device has been returned to the manufacturer, but analysis of the device is still pending. See h.10. For photo analysis that was completed before the device was received. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii and seroma-late. Device has been explanted and replaced.